Event description:
Preamplifier overheated.

Manufacturer narrative:
Upon visual inspection of the returned preamplifier, the outer enclosure was found to be malformed. The preamplifier was tested and found to be within specifications. A visual analysis of the internal printed circuit board and its components showed no evidence of heat damage. Surface and component temperature testing was conducted and all measurements were within iec 601-1 standard. Although it cannot be confirmed, it is possible that the preamplifier may have come in contact with an external heat source. The cause of the reported malfunction could not be determined. Investigation findings: the enclosure of the preamp was severely warped. The top and bottom were caved in and the sides pushed outward. It appeared as if it had been subjected to extreme heat. There were no physical marks indicating that the preamp had come in contact with a hot surface. No damage was found to either circuit board inside of the preamp. With the preamp connected to an oximeter, both channels functioned normally. After the preamp was wrapped in a blanket for 6 hours while operating, the surface of the preamp enclosure measured approximately 143 degrees fahrenheit (62 degrees celsius) at its warmest point right above the dc/dc converters of the boards inside. While this temperature alone is not hot enough to melt the plastic of the preamp's enclosure, it could be considered quite hot to touch by hand. With the preamp opened, the dc/dc converters inside measured about 150 degrees f (65 degrees c). The preamp was allowed to cool for a while and then reconnected to the oximeter. With the preamp running while open for about an hour, all four dc/dc converters measured just over 100 degrees f (approx. 39 degrees c). The same test was then repeated the following day with the preamp wrapped in aluminum foil, bubble wrap, and then the blanket in an attempt to retain even more heat. With the preamp wrapped for over 7 hours, the preamp enclosures still only reached approximately 150 degrees f (65 degrees c). Still not hot enough to soften the plastic of the enclosure. The dc/dc converters inside were approximately 160 degrees f (71 degrees c). When asked about the preamp at the time, a problem was noticed, dr. Emailed the following in 2006: "had been on for two days, sitting on bed, at head of bed. Do not believe it was covered. No moisture and no external heat source. Did not describe smoke, only very hot and melting. Hope above answers help." The cause of the melting of the preamp's enclosure could not be duplicated or determined. Per the specifications of the grade of plastic used for the preamp enclosures, the enclosure temperature would have to reach over 200 degrees f before the plastic will even become soft enough to deform. This suggests some other external source of heat was likely a factor. Under part 1, section 7, clause 42 of the iec standard 601-1, for medical electrical equipment the maximum surface temperature permissible is 85 degrees celsius (185 degrees fahrenheit). Action taken: per dr., the entire unit was scraped as a precaution. A replacement unit has already been sent.